Event description:
During device check, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). Zoll technical support personnel provided instructions to the customer, and the customer was able to clear the ua45 advisory message. After the autopulse platform was re-started, it displayed fault code 08 (motor controller malfunction). No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed fault code 08 (motor controller malfunction)" was confirmed during both archive data review and functional testing. The root cause of the reported fault code was the defective drivetrain motor, likely due to wear and tear. The autopulse platform was manufactured in august 2011 and is over 11 years old, well beyond its expected service life of 5 years. During visual inspection, no apparent physical damage was observed. However, the open case inspection revealed several issues, unrelated to the reported complaint. The cable coming out of the drivetrain motor was observed damaged with frayed shielding, possibly caused by vibration over time, wear and tear. Also, the encoder's gaskets were worn, dried, and cracked, likely attributed to the aging of the device. In addition, the fan cable insulation appeared to be pinched, possibly resulted from a previous service event. All the damaged parts will be replaced to address the observed issues. The archive data review showed multiple fault codes 08 (motor controller fault detected) on the customer's reported event date, confirming the reported complaint. The archive data also showed several user advisory (ua) 45 (not at "home" position after power-on/restart), which were cleared by the user on the reported event date. As reported by the customer, the ua45 advisory message was cleared with the help of zoll technical support. A user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory 45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During functional testing, the autopulse platform powered up but failed to deliver compression and displayed fault code 08, confirming the reported complaint. The technical investigation determined that the root cause of fault code 08 was the defective drivetrain motor, which was replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).